Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection of an unknown duration occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the share logs was performed and an unrecoverable loss of connection greater than 3 hours was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. The reported event of a loss of connection of an unknown duration is reportable based on the finding of a unrecoverable loss of connection greater than 3 hours. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection of an unknown duration occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the share logs was performed and an unrecoverable loss of connection greater than 3 hours was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. The reported event of a loss of connection of an unknown duration is reportable based on the finding of a unrecoverable loss of connection greater than 3 hours. No injury or medical intervention was reported.